Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The functional testing could not be completed due to the constant alarm. The insulin pump was received with moisture damage to the electronic assembly. No blank display or reset error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip. No flickering light was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 225 mg/dl at the time of the call. The customer stated that they had changed the battery on the insulin pump, but the light on the screen started to flicker. The customer also mentioned that the insulin pump was exposed to water. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.